Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing noted due to noise on the right ventricular (rv) lead which resulted in inappropriate defibrillation therapy. The lead was capped and replaced and the patient was stable following the procedure.